Event description:
Patient was reported to respond well to vns and was basically seizure free. In (B)(6) 2021, patient had reoccurrence of tonic-clonic seizures. Generator was interrogated and impedance was observed on >10000 ohms. Xrays were taken and reviewed by a radiologist, and no discrete fracture or discontinuity was observed. The patient is going in for a revision. No additional relevant information has been received to date.

Event description:
No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient had a full revision. During surgery, a crack in the tubing was observed. It was reported the explanted products will not be sent for analysis. No additional relevant information has been received.